Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were emergency medical service dispatched on (B)(6) 2021 due to low blood glucose level. The low blood glucose level of customer was 24mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was not active at time of incident. Customer was at 68mg/dl, they ate and the blood glucose was at 290mg/dl. The meter was at 245 mg/dl and when they calibrated it then said 190mg/dl with arrows up. They had given honey, then after that customer was at 90 mg/dl. Current blood glucose level was 245 mg/dl. The insulin pump will not be returned for analysis.